Manufacturer narrative:
Failure analysis confirmed the insulin pump had a blank display due to moisture damage on electronic assy. Moisture damage was found on the motor assembly.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was 310 mg/dl. The customer stated was exposed to water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.